Manufacturer narrative:
(B)(4).

Event description:
A report received from the user facility stated a tracheostomy tube was received in an unusable condition. The user facility reported that the tube was delivered straight instead of curved. No additional information was made available to the manufacture.